Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 66-year-old caucasian female patient underwent a breast augmentation revision with a 375 cc mentor memorygel breast implant and experienced breast pain and a rupture on the left side post-operatively. The patient experienced feeling soreness. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On may 13, 2025, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A date of device explantation was not reported. Code f1903 has been added in section h6-health effect - impact code to capture this additional information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 13, 2025, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device revealed that the sx mpp gel 375cc breast implant had a tear within an area of siltex cracking on the posterior view, measuring approximately 0.7 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. The contralateral device was also received (lot number 7336633). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).